Manufacturer narrative:
The insulin pump received with constant critical pump error alarm and unable to download. Problem isolated to electronic assembly. Unable to confirm unexpected battery power loss due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 303 mg/dl at the time of incident. Customer stated that insulin pump received replace battery now alarm. The insulin pump will be returned for analysis